Manufacturer narrative:
An inspiratory printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: an exhalation transducer printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found the connector was different. The product analysis technician reported that due to the different connector the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator would not re-connect and start breath delivery after the patient was taken for a procedure. The patient was placed on another ventilator. There was no harm to the patient as a result of the event. The service engineer inspected the device and replaced the inspiratory and exhalation printed circuit boards. The ventilator passed all test and operated within the manufacturing specifications.